Manufacturer narrative:
The catheter has been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the cool catheter leaked. It was reported that a total of three were chained together and the middle catheter leaked into the patient's brain. This was noticed at the end when the site did post-operative imaging and noticed that there was fluid in the brain. When the site went back to take the bolts out, they looked at the tubing and found where it was leaking from. The procedure had been completed without any surgical delay. The patient woke up without issue but was admitted to the intensive care unit (ICU) just in case.

Event description:
Medtronic received additional information that the patient was recovering well and went home approximately five days post-operative. The post-operative scan taken four days after the event showed that most of the saline had resolved.

Manufacturer narrative:
H3: the cooling catheter was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed; no leak was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.